Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation. A review of the log file confirmed the reported "e22 - motorpack error" in addition to "e23 - motorpack error" and "e43 - cpu error" messages. Visual inspection confirmed fluid ingress from the reported event as salt deposits and corrosion was observed on the motorpack to handpiece cable assembly. A review of the device history record (DHR) for serial number (B)(6) and the lot number 21c00002 for the aquabeam motorpack were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam motorpack met all design and manufacturing specifications when released for distribution. A review of similar complaints identified seven (7) other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error . Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E43 - cpu error . Release foot pedal and click x. If error persists, turn off and turn on cpu. The reported event was confirmed during investigation; however, how fluid entered the motorpack was unable to be determined. Improper breakdown surrounded by a wet working environment can lead fluid to enter on the exposed area of the motorpack face. This is the 7th occurrence of this failure mode (complaint rate 0.139% from 22-july-2020 to 17-dec-2021). Complaint data is tracked and trended as part of procept quality management system. Should a trend arise for this failure mode, further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that prior to treatment multiple "e22 - motorpack error" messages were generated by the aquabeam robotic system. The error message could not be cleared during troubleshooting steps; therefore, the treating physician proceeded to abort the aquablation procedure. During clean up, when the aquabeam motorpack was disconnected from the aquabeam handpiece, there was visible fluid on the electrical components, which may have contributed to the "e22 - motorpack error" messages being generated by the system. There were no adverse health consequences to the patient due to the reported event.